Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of hole at the distal end was confirmed through visual inspection of the returned cylinders. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. The pump was visually examined and functionally tested and there was no damage observed and the pump performed within all testing parameters. Visual examination of the cylinders identified a leak from a hole at the distal front tip that commonly occurs during the explant procedure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the urologist noticed some type of hole at the distal end.

Event description:
It was reported that the urologist noticed some type of hole at the distal end.